Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture was confirmed on the right atrial (ra) lead. Rising impedance had been observed on the ra lead and switched to bipolar. The ra lead was reprogrammed at this time. The right ventricular (rv) lead had an increasing threshold. Both leads were partially removed and replaced. No patient complications have been reported as a result of this event.